Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient called in stating that her device, renasys go, was no longer functioning. She states that the device had just shut down and she was not able to keep the device up and running. Attempted troubleshooting the device at great length with the patient and her sister, but device would not remain on. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be due to battery or power supply problem. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.